Event description:
Reporter indicated a vns pt's "electrodes have slipped into the sternocleidomastoid muscle." The pt's name was not provided. Good faith attempts to obtain additional info have been unsuccessful to date.